Event description:
Skin changes. Reporter also alleges pt developed frequent upper respiratory infection/urinary tract infections, temporomandibular joint disease, dry mucus membranes, sensitivity to sun/cold/chemical, costochondritis, difficulty swallowing, increase in cholesterol, easy bruising and denies history of trauma.